Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The fault was not witnessed but the error codes of the mlx recorded fan faults. The fan component malfunction resulted in the connector overheating. The reported complaint was confirmed. The underlying root cause for the fan failure is not conclusively determined. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that on (B)(6) 2019, the 00mlxau 300 xenon lightsource, the front panel, specifically the connector is overheating. The fan on one side in the front has stopped working. Additional information received on 01/30/2019 stated there was no smoke or fire mentioned. The device was not in contact with patient. There was no injury or death alleged and no delay in surgery. Additional information has been requested.